Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while the cartridge was loaded. A new syringe needle was used and the customer filled the cartridge. Blood glucose was 148 mg/dl.